Manufacturer narrative:
This follow up report is being submitted to document additional information received. Section b1 has been updated to reflect that an adverse event occurred. Section b2 has been updated to include death and the date of death. Section b5 has been updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. Section d6b has been updated to include the device explant date. Section h1 has been updated to reflect the type of reportable event as death. Section h6 has been updated to include medical device problem code a01 (patient-device interaction problem). Section h6 has also been updated to include the applicable health effect code(s) associated with the patient death.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery graft site to support the 70 year old male patient. The patient had the 5.5 placed to escalate care from the prior impella cp. The patient was admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was also supported by the extra corporeal membrane oxygenation (ECMO). The 5.5 was to vent the ventricle/patient for the primary ECMO support device. Underlying medical history was inclusive of diabetes and renal insufficiency. The 5.5 was supporting when after just under a month of support the team observed purge pressure low alarms after the purge cassette was exchanged. The purge pressure low resolved in under 1 minute and support proceeded. The purge cassette had been exchanged with no disruption of hemodynamic support, nor was there any interruption due to the alarm. While on support the device functioned as expected, p-7 with 4.4l/min flow with d5w with bicarb in the purge solution. After just under 53 days of support the decision was made to withdraw care. The pump had been utilized well beyond the pump indication for use as noted in the instructions for use. The death is conservatively being reported on the 5.5 due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, there was a purge flow over 12 and the purge pressure was fluctuating between 300-500 every few minutes. The problem resolved on its own. There was no patient harm. At this time, the patient is still on support.

Manufacturer narrative:
H6: omitted f02 investigation summary : purge pressure low: the cause of the purge pressure low was not determined due to no product returned, no data logs recovered, and insufficient clinical details.